Event description:
Shortly after wearing the gloves a female dental assistant developed what was alleged to be 2nd degree burns on the top of her hands. These are the type of gloves that is normally worn by them. It has since gotten better once putting on silver sulfadiazine 1% topical to the area.